Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with non-mentor implants was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was obtained on 6/12/2018. The account information was updated and placed. The investigation of the returned device was completed by the failure analysis lab on 6/12/2018. Device evaluation summary: it was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on the posterior aspect. A rent measuring approximately 0.5 cm was discovered within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).